Event description:
Report 1 of 8. It was reported while using bd vacutainer® eclipse¿ blood collection needle, the sleeve is pierced by the needle resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. Investigation summary: bd received two photos for investigation. The photos were reviewed and the indicated failure mode for sleeve side piercing/recovery was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve side piercing/recovery. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.